Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported that during a myosure procedure for uterine tissue removal on (B)(6) 2015, the physician "nicked the patient's artery and the patient was bleeding excessively. The physician sutured the cut but the patient continued to bleed so a 2nd suture was added and the bleeding stopped". On (B)(6) 2015, it was reported that the patient was discharged home after the attempted myosure procedure and the patient "was doing well".